Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system for a functional endoscopic sinus surgery (fess) procedure. It was reported that the straight probe and seeker were tracking intermittently with the flat emitter during a case. The manufacturer representative stated that the surgery was completed with navigation, but the system showed that the instruments were red and green intermittently. There was no delay to the procedure and no impact to patient outcome.